Manufacturer narrative:
Month and year are known but actual date is unknown. Lot number and expiration date, information is unknown. Device evaluation: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. Based on results of testing the reported failure was not observed. A DHR review was not completed as no lot number was provided. No trend of similar customer complaints was identified.

Event description:
It was reported that during the use of the product there was a leakage of air. No patient injury.